Event description:
The physician observed that some ventricular tachycardia events were not recorded by the pacemaker.

Manufacturer narrative:
December 14, 2009: this event concerns a device that was manufactured and used outside the united states. The analysis is pending.